Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6), 2021, a 9mm amplatzer septal occluder was selected to close an iatrogenic asd. As the device was deployed inside the patient, a cobra deformation was observed and the device was re-captured and removed. A new 12mm amplatzer septal occluder was selected for implant. The physician reported challenges unscrewing the device, however the device was successfully implanted and no abnormalities were observed by the physician with this occluder. A clinically significant prolonged procedure time was reported by the physician. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of the device deploying with a cobra head deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.